Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead . Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a patient who was one year post permanent implant with an impedance reading <(><<)>50 on 0 and 3 at 1.6 volts. They were also running at 50 current and the battery life had gone from 70-82 months to 10-11 months in 7 months. The customer wanted to know if there was any harm to be caused, aside from running the battery down from using 50 hz and was struggling to understand how it correlated with a low impedance. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2017, product type: lead. Correction: upon further review, method code 4114 does not apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the low impedance reading and decreased battery life was first discovered on (B)(6) 2019. There were no known symptoms. The hcp didn't think the patient experienced any falls or trauma, but they were not completely sure. The cause of the low impedance was not determined. The hcp had contacted the manufacturer for advice. The patient was currently on routine follow-up as of (B)(6) 2019. If on next review (B)(6) battery life is significantly shortened further, they would discuss re-implant/lead change. A lot number for the lead was provided; however, the number provided was a serial number for a patient programmer. It was noted that this information was confirmed with the physician/account.